Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of issues with customer's insulin pump. The customer states they received compromised force sensor system alarm. The customer states the drive support cap was protruded. The customer's blood glucose level was unknown. The customer was advised the pump would have to be replaced and returned for analysis. The customer declined to return pump and states they were able to push drive support cap back in. The customer was advised against continued use of the device. The customer states they had new pump available and would be reverting to its use.